Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because, the product is unknown at this time. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During a follow up with home patient (hp)'s wife, the caregiver (cg) regarding the leak, it was revealed that the leak was not from the transfer set, rather from a crack on the catheter tubing. The cg stated that the catheter was replaced, and the transfer set is still in use. The cg did not know the brand name or manufacturer name of the catheter. The cg stated that they were advised the catheter had malfunctioned from wear and tear. The cg also confirmed that the hp did not have any injury or harm as a result of this incident. Per cg, there were no loose connections, (unintentional) disconnections or defects of the transfer set or the catheter adapter. The cg stated that the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Event description:
A customer contacted baxter's technical service center reporting that the transfer set had started to leak (no alarms) and the bed was wet. The home patient (hp)'s caregiver (cg) requested assistance with ending therapy on the homechoice (hc) machine during dwell 2 of 4. The technical service representative (tsr) assisted the cg with ending the therapy and the referred the cg to the on-call nurse for further medical instructions. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the reported problem, it was revealed that they did not know about this incident because it happened when the patient was at a different clinical facility. The hp had just been transferred over to this current one. The nurse would not provide further additional information to contact the other clinic. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.